Manufacturer narrative:
(B)(4). It was impossible to clean the device. (B)(4).

Event description:
On (B)(6) 2012 the customer stated that they noticed a blood leakage from the outlet line immediately after started. (B)(4).